Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported patient with lumbar disc herniation underwent mis micro-discectomy. Intra-op, side of tip of pituitary had vertical crack in it. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review and optical observation noted the superior dynamic jaw is bent to one side. No additional tip crack, fracture, or breakage was identified. The location, direction and amount of force required in order to bend the jaw, is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.